Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician found that the penumbra system aspiration pump max 220 (pump max) was unable to power on. It was also reported that the pump max was only able to be powered on after several attempts of connecting the power cord in and out. The issue with the pump max was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using manual aspiration.

Manufacturer narrative:
Results: there was no cosmetic damage to the pump max. Using the power cord provided with the pump max, the pump max was powered on successfully and was able to achieve aspiration within specification. The pump max was opened to further analyze the device and no loose component was found. Conclusions: evaluation of the returned pump max revealed a fully functioning device. The device housing was opened and no electrical issues, loose components, or other damage was found. During functional testing, the power cord provided with the returned pump max was plugged into the power inlet and the device was able to power on and produce a vacuum pressure within specification. The reported complaint was unable to be confirmed. Penumbra aspiration pumps are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.